Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that during routine check cs300 intra-aortic balloon pump (iabp) ECG graph is not proper. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data:g2 (report source).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, inspected the unit completely. Found that ECG waveform was not proper. When interface cable connected with monitor. It has been found that it was not showing proper ECG waveform. Checked the unit found that interface cable was defective. Check with another interface cable, waveform found ok observe the unit 1hrs. No issue found in ECG waveform. Machine is working ok. Problem with only interface cable defective interface cable need to be replaced.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d5, e1 (initial reporter and event site email), e2, e3.